Manufacturer narrative:
(B)(4). Concomitant product: guide wire: terumo runthrough, intec gaia 2, conquest, nipro avis. Guide catheter: asahi intecc. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified, 99% stenosed distal right coronary artery. A 3.50 x 15 mm xience alpine stent delivery system (sds) was selected for the procedure. After pre-dilatation, the sds was advanced toward the lesion and met resistance with the tortuous anatomy and would not cross. The sds was removed from the anatomy and additional pre-dilatation of the lesion was performed. The sds was reinserted advanced to the lesion and still would not cross. Another guide wire was inserted into the anatomy and using the buddy wire technique the sds was able to cross the lesion. Air aspiration was performed on the sds and on the first inflation attempt to inflate to 10 atmospheres the balloon ruptured. The balloon was deflated and in order to prevent stent dislodgement, the sds was carefully pulled into the guide catheter and was removed from the anatomy as one unit. The procedure was completed by the successful implant of a non-abbott stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use (IFU), states to prepare the device by removing air from the system prior to entering the patient anatomy. It was additionally noted the sds was re-inserted into the patient anatomy after the failed attempts to cross. The IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon interacted with the tortuous and calcified patient anatomy resulting in the resistance during advancement. Furthermore, an interaction with the anatomy upon inflation attempt likely resulted in the balloon damaged (scratched) and thus rupturing as a result. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.